Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.

Event description:
The user facility reported a 67-year-old male patient of unknown race and ethnicity post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that the rp was unable to be delivered. The team attempted multiple times and with multiple wires. The rp implant was aborted. The was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.